Event description:
The entire system was explanted due to infection. It is unknown how the infection was identified. A new system was implanted and the patient was in stable condition following the procedure.

Manufacturer narrative:
Additional information: interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).